Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002600 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the hemostatic valve fell off. After 15 minutes of use and after insertion of the dilator into the vizigo sheath and insertion of the vizigo sheath into the patient's body, the dilator was pulled out and air was removed. It was confirmed that the hemostatic valve had fallen off. The hemostatic valve totally separated and dislodged into the hub while it was in use on the patient. No air entered the patient. The vizigo sheath was replaced with a new one. There was no patient consequence.